Event description:
It was reported that during the procedure the 3.0 x 18 mm device could not cross the mildly tortuous and mildly calcified pre-dilated lesion due to the patient's anatomy. After pre-dilatation, the residual stenosis was less than 40%. Information on the name of the device that successfully crossed the lesion was not released by the hospital. The returned device revealed that the proximal shaft was severely kinked and separated and reportedly, this occurred upon removal from the patient. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hypotube separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.